Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. The pump was programmed to deliver morphine with a concentration of 5mg/ml instead of the intended concentration of 1mg/ml. No further programming parameters were provided. The customer contact reported that the pt received "over a 1000mg of morphine" during an unspecified length of time. On an unspecified date after the event, the pt reportedly expired. The cause of death was unspecified; however the customer contact reported that the pt's death was not result of a malfunction of the pump. Though requested, the customer declined to provide additional information.